Manufacturer narrative:
Batch review performed on 27 jan 2025. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d lot 167595: (B)(4) items manufactured and released on 16-feb-2017. Expiration date: 2022-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 27 jan 2025. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 172257: (B)(4) items manufactured and released on 24-jul-2017. Expiration date: 2022-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 7 years and 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.